Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, a system notice indicated that the safety system detected blood in the catheter handle. Blood was observed in the catheter and at the beginning of the coaxial umbilical cable. The injection was stopped, and the vacuum was disabled. Both the catheter and the coaxial umbilical cable were exchanged, and the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cx (lot: 228722407); product type: 0627-cables and accessories; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37729 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. Visual inspection of the shaft segment was performed. No anomalies were identified on the shaft segment. The shaft is intact with no apparent issue. External visual inspection of the electrical handle segment was performed. No anomalies were identified. The electrical connector is intact with no apparent issue. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 3 applications on the reported event date. The performance test with the console could not be performed, the catheter was defective. Deflection testing, the lever pushed to the forward and backward position, was performed, the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During pressure testing of the balloon segment, an inner balloon breach, pinhole, was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed inches proximal to the catheter tip. In conclusion, the reported visible blood issue was confirmed through product analysis. The balloon catheter failed the returned product inspection due to the breach observed on the guide wire lumen on the attachment to the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.